Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: adverse reaction to product. May swell up to 50% of size. I was advised if swelled much larger and emergency surgery on (B)(6) to remove mass. Cauda equina syndrome. Pt contacted FDA on (B)(6) 2011, FDA categorized this as an adverse event.